Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis noted the self expanding stent system (sess) was returned without blood visible. There was saline in the shaft. The stent implant was partially expanded for a length of 5 millimeters (mm) distal to the distal marker. The proximal end of the stent implant was mislocated on the inner member 5.5 mm distally to the proximal marker. There was no damage noted to the stent implant. The sheath was aligned with the distal marker and was not retracted. There was no other damage noted to the sess. The tuohy borst valve was confirmed to be tight. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, based on the reported information and returned device analysis, it may be possible that the premature deployment is related to handling; however, this could not be confirmed. A review of the lot history record for the reported lot did not reveal any nonconforming material records (ncmr), indicating all lot release testing met specification. A query of the viper complaint handling database for the reported lot was performed and revealed no other incidents for this lot. Overall, a conclusive cause could not be determined; however, there is no indication to suggest a product quality deficiency. In process 100% visual inspection is performed on all xpert self expanding stent systems. In addition, a sampling of units is visually, dimensionally and functionally tested.

Event description:
It was reported that the xpert stent was partially deployed prior to insertion into the patient anatomy. The device was not used and another same size xpert stent system was then used to complete the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).